Event description:
It was reported the patient's blood glucose level rose to approximately 322 mg/dl while wearing the pod between 36 and 48 hours. Patient woke up and noticed the pod felt damp and the cannula appeared slightly bent after removal. Patient noted device was leaking. They were unable to confirm whether the device was properly inserted at time of placement. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.